Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: dates: (B)(6) 2011, inratio: 1.6. Dates: last four weeks, 2011, inratio: below 2.0. Dates were not specified. Pt is now taking 7.5mg prescribed by the pt's physician on (B)(6) 2011 and previously was on 5.0mg. Pt's therapeutic range is 2-2.6.